Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder cuff surgery, the twinfix screw broke off and was slipping, the broken pieces were removed from the patient using tweezers. The procedure was completed using a s+n back up device in the originally drilled bone hole. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the distal end fractured away and with no suture or implants returned. There is biological debris on the returned device. Based on the condition of the product material found during visual inspection, no fracture of the implant could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor specifications found that a certification of compliance or evidence of conformance to material and processing specifications must be provided. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force or torsion during use. No containment or corrective actions are recommended at this time.